Manufacturer narrative:
During a recent FDA inspection it was observed that we did not submit a medical device report for additional instances that were already reported. This report is to correct that observation.

Event description:
The radiographic technician was positioning the cassette when it dropped down suddenly. No one was harmed.